Event description:
Boston scientific received information that this pacemaker exhibited high pacing impedance measurement. There were no lead measurement was given. This device was explanted due to normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection noted no device anomalies; all seal plugs were intact and confirmed that all setscrews moved freely. Also, the device was put through and passed the returned products test. The device passed all testing throughout analysis and was found to meet specifications for normal device operation.